Event description:
Patient reported that the expiration date and lot number were not printed on the strip drum vail. No patient injury was reported and no treatment was received. The suspect product was replaced and requested to be returned for evaluation.